Event description:
Catheter would not register with carto system. Device never reached the patient. Issue with cable and ablation catheter communication. Another device was obtained and the procedure continued.